Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 560-570 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin, salt pills, pain medication, and antibiotics to address the elevated bg which resolved the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.